Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint states: ¿event: during an audit of the giormar distributor, a complaint was reported related to cement from depuy synthes. The distributor comments that: "there are cements that do not have the label that come inside the product and that serve for the record of the patient and to show the consumption of the product in surgery". Note: the department of brand protection was involved in a suspicion that these products come from the black market or is a counterfeit product. Attached are the photographs as evidence and the details of the product: ref: 3105-040 lot: 8815072 identified quantity: 5 pieces date of manufacture: 2018-jun-07 expiration date: 2021-may-31. 5 samples were received by blackpool for examination. The product barcode details were checked and confirmed as being legitimate (see attachment ¿(B)(4) barcode scan.pdf¿). All the samples show evidence of being opened and resealed. It is assumed this was done as part of the audit exercise from the complaint description. The examination confirmed that none of the 5 samples contained a set of patient labels. All other components and labels are correct. 2 retained samples were also checked, and these units contained the correct patient labels. This implies that the issue is not across the whole lot number. The final packing of smartset gmv endurance gentamicin product is a process that contains both manual and automated steps. The steps related to the insertion of the patient label and IFU are automated and use the stream feeder machines. These steps are followed by automatic closing, sealing and labelling before being weight checked. Any units that fall out of tolerance for the product code are rejected. This product issue was escalated to pia-1532999. It was agreed that this issue was likely caused by a process error with no risk to the patient or users as the information from the patient label is duplicated in various other places on/ in the unit carton. The process was changed after this lot was produced, but before this complaint was created. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed 12 jun 19. 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch : null. Device history review : null.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: during an audit of the giormar distributor, a complaint was reported related to cement from depuy synthes. The distributor comments that: "there are cements that do not have the label that come inside the product and that serve for the record of the patient and to show the consumption of the product in surgery". Note: the department of brand protection was involved in a suspicion that these products come from the black market or is a counterfeit product. Attached are the photographs as evidence and the details of the product: ref: 3105-040. Lot: 8815072. Identified quantity: 5 pieces. Date of manufacture: 2018-jun-07. Expiration date: 2021-may-31.